Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, there was an issue with the leading haptic. Additional information was received and stated, the event occurred after activating the loader. The surgeon did not want to use the lens after noticing the leading haptic. There was no patient contact and no patient harm.